Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed a leak test during daily inspection. The user received several "fail" messages that were all the same. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.